Manufacturer narrative:
Due diligence was executed for this event. There is no additional event or patient information available yet. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn with no metal exposed. The distal end of the device was inspected under a microscope and found approximately 16mm of the probe is detached, missing portion returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, the cause for the damaged/broken probe was determined to be attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
As reported for this event, during an unknown procedure, the device malfunctioned. No medical intervention was required. No device piece fell into the patient. There was no adverse impact to the patient. The procedure was completed.